Event description:
It was reported that the patient had an infection with a rare organism of mycobacterium smegmatis. The device was explanted.

Manufacturer narrative:
H10: information received from a medwatch form submitted to the manufacturer. See h10 for medwatch number (B)(4). It was reported there were 3 infections. See reports 3004209178-2025-00291 and 3004209178-2025-02004 for the other two reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext product type extension product ID neu _unknown_ext product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the hcp did not know what caused the infections however they did not believe them to be related to the manufacturers products, but believed it to be patient specific. The infection was at the ins pocket site. It was also reported that the patient's extensions were explanted. Only the leads remain implanted in the patient.

Event description:
Explant date was unknown. No other new information.

Manufacturer narrative:
Continuation of d10: product ID 3708660 serial# (B)(6) product type extension product ID 3708660 serial# (B)(6) product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.